Event description:
Pt awakened by pump alarm. Pt tried to quiet alarm and restart x 3 without success. Pt then noticed pump was sticky. Pt investigated and found that pump tubing was leaking at spike/tubing manufacture connection. Pt stopped tpn, discontinued tpn, flushed line, and went back to bed. Pt stated that motor in pump was filled with tpn solution and would not function.